Manufacturer narrative:
The complaint was forwarded to our catheter supplier in germany for their evaluation. Their investigation summary is as follows: vygon received one catheter and a y-piece with 26cm of the stylet as a sample. The distal part (approximately 10cm) of the stylet was severely curved. The remaining stylet is still stuck in the catheter and was visible approximately 5mm distal the hub inside the extension line. They stylet appears to have snapped during removal. No abnormalities of the batch history records were detected. Each catheter is flow and leak tested, and visual tests and incoming goods inspections are also carried out. The tensile force of the y-piece and stylet is randomly checked. For the involved batches, the tensile force of the wire was between 9.35n and 10.85n and therefor within specification. The tensile force of the stylet and y-piece was between 3.93n and 7.58n, also within specification. This is the 9th complaint for the received batch, which had a lot size of (B)(4) pieces (<1% complaint rate), and the first for 8055459. There are 4 other complaints for code 4g07125223 regarding stylet removal issues with a snapped stylet within the last 3 years, however, none of them were determined to be manufacturing related. This issue could not be determined to be caused by manufacturing, and no further corrective action will be taken at this time. Vygon will continue to monitor for the issue.

Event description:
Mild residitance was felt and the stylet broke in the catheter while it was in the patient. The stylet broke with 1/4 in the catheter. The PICC was removed and successfully replaced with another. No apparent harm to patient.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Mild resistance was felt and the stylet broke in the catheter while it was in the patient. The stylet broke with 1/4 in the catheter. The PICC was removed and successfully replaced with another. No apparent harm to patient.